Event description:
It was reported that the user experienced hypoglycemia with a sensor glucose of 65 mg/dl while using ilet with a dexcom g7 and treated the event with oral carbohydrates, after which glucose rose to 81 mg/dl with stable trend; education was provided to treat the low first and delay meal announcement until glucose returned to target. Symptoms included low blood glucose. Outcomes included resolution of the low without medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and insufficient information to determine a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.